Event description:
It was reported that screw was spinning in the lead cap and would not loosen off the lead. The lead cap will be returned for analysis. No patient symptoms or patient injury reported. Additional has been requested, a follow-up report will be sent when additional information is received.

Manufacturer narrative:
(B) (4).